Manufacturer narrative:
A partial lead was returned for analysis. External insulation abrasion was noted at 16.6-16.7cm and 20.4-20.7cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 11.2-11.4cm and 11.8-12.4cm from the distal tip, consistent with lead friction to another device or feature of patient anatomy. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high thresholds were observed. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.